Manufacturer narrative:
Product analysis: analysis was able to confirm that the programmer booted up to an error code. Analysis also noted that the lower and upper cases were broken, the handle covers were damaged, and the lower display bullets were broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer shut down during use. It was noted that the screen was blank and the programmer would not power up again. The programmer was returned for service. No patient complications have been reported as a result of this event.